Event description:
It was reported by the patient that they presented to clinic after hearing alert tones. Per the patient, their physician informed them that the lead integrity alert (lia) had triggered. Another appointment was scheduled with the patient follow-up was attempted; however, no further information was obtained. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-45 lead, (B)(6) 2004. (B)(4).